Event description:
Customer reportedly obtained results of 390mg/dl and 142mg/dl on the aviva system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however, customer states strips are unavailable for return. Replacement was sent. No information provided to indicate where comparison performed.